Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the batteries in her pump and within 24 hours, her pump died. Her blood glucose is 124 mg/dl. She said that she purchased more batteries and the issue still was not fixed. After blank display troubleshooting, the display still did not return. The insulin pump will not be returning for analysis.